Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused patient to develop a lump on their lung and shortness of breath. The patient did not report to receive any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust/dirt contamination present on all surfaces of the base unit and humidifier base. The device did not return with an sd card. There was an unknown dust contaminate present at the iso port entrance. Manufacturer notes that the humidifier flip lid was disheveled and appears to be from user damage. The base unit was found to have unknown dust/dirt/fiber contamination throughout the device internals. Moderate dust contamination was observed on device pca. The blower grommet, blower outlet bellows, blower housing, and air inlet seal appear discolored. An internal investigation was performed on the humidifier base. Manufacturer observed dust/dirt contamination within humidifier base. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The water tank was observed with mineral deposits. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Section d8, d9, h2, h3 and h6 were updated.

Manufacturer narrative:
Additional information was received on nov 11, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused patient to develop a lump on their lung and shortness of breath. The patient did not report to receive any medical intervention. There was no report of patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was made blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a lump on their lung. There is no report of the medical intervention that the patient has received at this time. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.